Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the distal pulse was poor after closure of the arteriotomy site. Longitudinal arteriotomy revealed a significant disruption of plaque in the femoral artery. An endarterectomy and patch angioplasty were performed, resolving the pulse issue. Hypertension was noted. Antihypertensives were prescribed. The device remains implanted. No adverse patient effects were reported. Additional information was received that post valve implant the patient had prosthetic valve gradient of 5-8mm hg. The pigtail catheter was then withdrawn to the aortic bifurcation and the delivery sheath was withdrawn to the inguinal ligament. The stiff guidewire and sheath were fully removed from the right groin and the femoral artery was occluded proximally and distally with vascular clamps. The arteriotomy site was closed with sutures. The right distal pedal pulse was noted to be poor. The femoral artery was then mobilized distally to the bifurcation and again occluded with vascular clamps. A longitudinal arteriotomy revealed significant disruption of the plaque in the right femoral artery. The patient required an endarterectomy and a pericardial patch was sutured to the arteriotomy site. The clamps were then removed and a good distal pulse was noted. The pigtail catheter was removed from the left femoral artery. Manual pressure was applied and complete homeostasis was obtained. Medication was prescribed and the patient recovered. Additional information was received that at the six month visit the patient was noted with moderate prosthetic aortic valve stenosis, with mean gradient 32mmhg, av peak velocity 3.74m/s, and ava 1.99cm2. No treatment was prescribed. No additional adverse patient effects have been reported. Additional information received indicated that the post-operative worsening hypertension reaching 184/76 millimeters of mercury (mm hg) resolved with oral medication approximately 1 month following the onset.

Manufacturer narrative:
Continuation of d10: product ID dcs-c4-18fr; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.